Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent grat migrated and a 28 mm diameter x 3.75 cm length aneurx aortic cuff was implanted 5.5 months ago. There was no further information provided to medtronic about the details of the patient or relating to the aneurx device.